Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly is not experiencing a decrease in audiological benefit. The recipient will continue to be monitored. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.